Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in saudi arabia. It was reported that the patient experienced low blood glucose (bg) event leading to emergency room visit on (B)(6) 2025 for 2 hours. The patient blood glucose (bg) was 110 mg/dl. The patient's mother provided juice to raise blood glucose (bg). No further information available.